Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer experience hyperglycemia and insulin pump had motor error. The customer¿s blood glucose level was 450 mg/dl at time of incident. Customer not able to proceed with high blood glucose troubleshooting as insulin pump was no longer working. Customer was treated with insulin injection. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind, but during the fill tubing the motor error come up again. The device will be returned for analysis.